Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that an adverse event occurred. The target lesion was located in a coronary vessel. A 2.75x16mm synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion. This caused a significant delay to the procedure which resulted in an adverse event.